Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had not felt the shocks like she used to. She was wondering if it had been working right. It was indicated that she turned it off when she had knee replacement surgery and she realized it had been working, she just did not feel the pulsations any more. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). Cause of the shocking and not feeling stimulation wasn't determined, but the issues were resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they didn't realize that they were having a problem until they needed an EKG. Then they needed help turning the battery off. They mentioned that the shocking and not feeling the pulsation had been resolved. The help they received from patient services was very good. There were no further complications reported as a result of this event.